Event description:
The facility representative reported a pump with failure code 804:29 (will not clear) found during bio-med testing. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device evaluation was completed and failure code 804:29 was confirmed (in event history) due to a damaged user interface interface module printed circuit board (uim pcb). Service installed a new uim pcb. A review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.